Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the presyncopal patient presented to the emergency room after receiving appropriate atp and hv therapy for ventricular tachycardia. The device delivered all available therapy but was unable to convert the arrhythmia. The vt converted on its own. No programming changes were made. Patient condition was normal after the event.